Event description:
A physician reported that a 17-year-old female, who previously use renu with moistureloc multi-purpose solution, was seen in her office on may 3, 2006. A culture was taken from a central corneal ulcer in the patient's left eye. The patient was prescribed amphotericin b (hourly), tobramycin and vancomycin. On may 9, 2006, the dosage for amphotericin b was changed to every other hour while awake. On may 16, 2006, the cultures were confirmed to be fusarium by the physician and the mayo clinic. On that day, all other medications were discontinued and the patient was switched to natamycin. As there was no improvement and the drops irritated the patient's eyes, she was switched from natamycin back to amphotericin b (one drop per hour while awake). There was still an epithelial defect, scars were developing in the healing areas. The corneal scar is the complete central 3 mm of the cornea. However, the patient's vision was improving in her left eye.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of the batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas. And all products release sterility evaluatons met criteria. Product retain sample testing was complete where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.